Event description:
It was initially reported that after a hemi-colectomy procedure, there was a post operative leak in the staple line; the patient became septic and died yesterday. The initial surgery was a long procedure that seemed to go well. There were two surgeons working throughout the procedure. The device was used for the proximal and distal transections. Another type of device was used to create the anastomosis. The patient had three localized cancers. No device returning. No other information is known at this time.

Manufacturer narrative:
(B)(4). On friday (B)(6), sales rep was advised by dr. (B)(6) that a patient had passed away on thursday (B)(6) after having surgery on sunday (B)(6). He said a leak occurred on the anastomosis of the colon; the patient became septic and he passed away. He believed that it was attributed to malformed staples on the staple line. He also indicated that the specimen had been taken to pathology. Dr. (B)(6) advised that he didn't perform the surgery and he was advised by dr. Koziar that the staple line was completely dissolved at the anastomosis.